Event description:
The customer's mother called to report that her daughter's bgs were continuously high (390-455mg/dl) over a seven hour period after applying a new pod despite having administered multiple correction boluses. She also noted that blood could be seen inside the pod. A hazard alarm was initiated - an hour later a new pod was applied. The new pod was successful in lowering the daughter's bgs. The suspect pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.